Event description:
The customer alleged the pump delivered a two hour does in one hour, twenty minutes. Food being delivered: jevity.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.